Manufacturer narrative:
(B)(4). Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. The type and cause of regurgitation varies depending upon multiple factors. Typically, regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration (svd). Stenosis of an implanted valve may also be a manifestation of svd. Structural valve deterioration, a common reason for reoperation, can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards lifesciences is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that five (5) years, one (1) month post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to severe mitral stenosis with moderate regurgitation. The patient was deemed too high risk for surgical mitral valve replacement; therefore, a transcatheter was implanted into the mitral position successfully. The hospital course was complicated by a urinary tract infection with e. Coli and the patient was later discharged on pod #8 to a nursing facility.